Manufacturer narrative:
The stapler 45 instrument has not been returned to isi for failure analysis investigations; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the unit is returned or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the stapler 45 instrument was clamped and when the srk was utilized to open the jaw of the instrument, the srk broke. Although there was no report of any patient harm, adverse outcome or injury, recurrence of the reported issue could cause or contribute to an adverse event. At this time, it is unknown what caused the breakage of the srk.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, the stapler release key (srk) broke while attempting to use it in hole 2 of the stapler 45 instrument. The customer used a spare srk and was able to put it in the hole 3 to open the jaws of the instrument. The stapler 45 instrument was removed without any issues. The customer proceeded and completed the procedure with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the isi clinical sales representative (csr) stated that he was not present during the procedure. The surgeon indicated that the stapler 45 was stuck on tissue and was unable to open the jaws. They proceeded to perform an emergency power off and used the srk to release the blades. However the sk broke while turned in hole #2.

Manufacturer narrative:
The instrument was returned for evaluation. Failure analysis confirmed but did not replicate the customer reported complaint. The instrument logs were reviewed and found that the stapler failed during a clamp shift which prompts to use the srk. The stapler was tested but failed to initialize due to a jammed mechanism form using srk. After unjamming, the stapler initialized, clamped, fired, and unclamped without any issues. The broken srk piece was not stuck in hole # 2. The instrument was re-tested and was not able to replicate shifting failure by performing multiple clamp/unclamp quick taps of the surgeon side console (ssc) pedal. The shim test passed in all wrist orientations. Last event in logs is a shift with p1 = 6 (stapler_state_roll2clamp_clamp). This p1 value is not typically logged, suggesting a shifting failure, which prompts srk use. The logs do show an emergency-stop (e-stop) press recorded roughly 3 minutes after the shifting failure. E-stop press is the first step in the srk instructions. A broken srk tip was not found in the instrument. It's possible it could have fallen out or been removed with tweezers by the site.